Event description:
Pt's mother reported moog curlin 6000cms IV pump keeps beeping for no reason during the infusion serial number (B)(4) exp date 12/20/2017. Pt was able to complete infusion with no side effects. Pt's mother aware not to throw away the pump, but to return the pump. Pt's mother did not say if the manufacturer can contact the pt's mother. Dose or amount: 4400 units. Frequency: every 2 weeks. Route: IV.dates of use: (B)(6) 2010 to ongoing. Diagnosis or reason for use: e75.22, gaucher disease.